Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of a micro-stent device, the patient was experiencing a shallow anterior chamber and myopic shift. The shallowing is likely due to rotation of the ciliary body. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation, therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of intraoperative complications or device failure. Possible root cause is that the presence of anterior chamber shallowing with transient forward lens movement is a known complication with device implantation, which is reported in the product instructions for use (IFU). Of note, this patient was documented to have a history of peripheral iridotomy, which may indicate the presence of narrow angle or angle closure glaucoma, rather than chronic open-angle glaucoma, as stated on the complaint intake form. The device is approved only for patients with primary open angle, it is not approved for use with narrow angle or closed angle glaucoma. The manufacturer internal reference number is: (B)(4).